Manufacturer narrative:
A DHR review could not be conducted as the lot number remains unknown. This report will be updated accordingly should additional information become available at a later date.

Event description:
Zimmer biomet reported to (B)(6) on (B)(6) 2019 that two screws in a male patient's right foot broke post-operatively. The surgery was performed to help alleviate symptoms related to flat-footness. In total, there were 6 screws and 1 plate implanted. Of those 6 screws, 3 were manufactured by rti surgical. However, zimmer biomet is unable to confirm which two specific screws are fractured. The patient reported that the screws that were implanted through the talonavicular joint were confirmed as fractured via x-rays performed in (B)(6) 2017 and (B)(6) 2018. The dates the screws broke remain unknown.